Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller, four (4) batteries, and one (1) controller ac adapter were returned for evaluation. Failure analysis of the returned batteries and controller ac adapter revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Visual inspection also revealed a black substance on the pins of both power ports. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms logged during the analyzed period. However, review of the data log files revealed multiple instances involving (B)(6) where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. Analysis of the data log file revealed several premature power switching events that were due to a communication error involving (B)(6) and due to momentary disconnections involving (B)(6) and a controller power adapter. Additionally, analysis of the data log file revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6). Momentary disconnections will result in an audible tone or "beep." It is likely that the momentary disconnections and communication errors correspond with the reported "abnormal behavior" of the batteries. As a result, the reported events were confirmed. Power source lubrication procedures had been performed in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) on (B)(6) 2018. There is no evidence that the lubrication servicing had been performed on (B)(6). Based on experience with events of similar circumstances and considering that several of the associated power sources had been lubricated, the most likely root cause of the reported "black appearance within the power ports" of the controller can be attributed to the transfer of lubricant from the power sources to the controller power port pins. The most likely root cause of the reported premature power switching event can be attributed to a communication error between the controller and battery and momentary disconnections, which may be contributed to contamination of the controller power ports and/or due to temporary corrosion of the controller-port/power-source pins. However, the most likely root cause of the reported beeping event can be attributed to momentary disconnections between the controller and power sources. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d1: battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: controller cac adapter d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the patient's weight. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 4968-60 lead, 6721s-50 lead, implanted: (B)(6) 2018, ddbb1d1 ICD, implanted: (B)(6) 2015. 5076-45 lead, implanted: (B)(6) 2008. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 02-jun-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 05-jun-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 02-jun-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 12-may-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 02-jun-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 12-may-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 02-jun-2020 device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 19-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller cac adapter, model #: 1430us / catalog #: 1430us / expiration date: unknown / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 02-jun-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 14-jun-2018. Labeled for single use: no. Labeled for single use additional information has been requested regarding the patient weight of the event, but it was not available at the time of this report. If additional information is received, the event will be updated, and a supplemental report will be sent. Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, controller ac (cac) adapter, and batteries exhibited power switching and intermittent beeping. It was noted that the batteries exhibited communication errors, abnormal behavior, and power disconnect alarms were associated with the event. It was also noted on the controller that the pins within the power ports were black in appearance. The controller, batteries, and cac adapter were exchanged. No patient complications have been reported as a result of this event.